Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 380mg/dl, and she was treated with the insulin pump and insulin pens. The customer stated that she was very thirsty. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. Then the customer called back and requested having the insulin pump replaced as she received no delivery alarms. The customer stated that she tested the device with 5.0 units, but it delivered only 2.0 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.